Event description:
It was found through examination of the internal data of an explanted generator that the generator's last >25% change in impedance pre-change and post-change impedance showed as high. The explant date of the generator was unknown and the reason for replacement was unknown. Because of this, it is unclear whether high impedance occurred before or after explant and whether a device problem was suspected at explant. The generator was received for product analysis. Product analysis found that the generator performed as expected with no anomalies identified. No further relevant information has been received to date.